Manufacturer narrative:
(B)(4) conducted an investigation of the burning mark found on the outer enclosure casing. The device was no longer functional, and engineers discovered that ferrite beads l5 and l6 present within the device have been burnt. A plastic bar attached to the analogue printed circuit board showed signs of melting. The cause of the ferrite bead burn stems from gradual degradation of the ferrite beads over time. (The device is over five years old). Because the beads are in series with power supply, the burning shuts off the device, preventing further elevation of temperature. The device enclosure material has ul 94 hb flammability rating; therefore, the risk of flame is unlikely.the device is also protected by an isolation barrier, ensuring electrical safety.

Event description:
A customer reported that an emu40 ex breakout box (s/n: (B)(4)) not able to connect to the emu40 base unit. We received the unit back for service on march 14, 2016. Upon visual inspection, (B)(4) discovered that the outer casing exhibited signs of burning and melting. Upon checking with the customer regarding this issue, they informed (B)(4) that they were not aware of such signs. No one was injured.